Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridge during the load process. Customer's blood glucose level was 262 mg/dl. Customer indicated that a manual injection would be administered.